Event description:
Drive devilbiss is the initial importer of the device which is a rollator. This report is being tendered in an overabundance of caution in response to an MDR regression analysis. End-user was sitting on the device at work when the black metal / plastic strap broke and sfe fell backwards. She sustained an injury to her head, back, elbow and left hip. She went out on disability. She was treated for her injuries. We received photos of the device.